Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the integrated multi-sensor technology (imt) tubings, imt insert and imt syringe tip. The cse also found that the sample conduit had malfunctioned. The cse ran system check and performed imt calibrations, while the customer ran quality controls, all of which were acceptable. During the follow-up visits, the cse installed a new sampler assembly and conduit, performed alignments and ran system check and quality control, which were acceptable. The cse then replaced the imt tower, solenoids on imt pump panel and rotary valve. The cse checked the imt port drain and peristaltic pump and ran dilution check and quality control. The cse found that liquid inside the imt pump assembly compartment was damaging the motor. The cse replaced the imt tubings and rotary valve tubing. The customer had no further issues after troubleshooting was completed. The cause of the discordant potassium results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2517506-2018-00208 and 2517506-2018-00209 were filed for the same issue.

Event description:
A discordant, falsely low potassium result was obtained on one patient sample on a dimension exl 200 instrument. Additionally, a discordant potassium result was obtained on another patient sample. The initial results were not reported to the physician(s). Sample 16968 was repeated once and sample 16978 was repeated multiple times on the same instrument, resulting higher. The repeat result for sample 16968 was reported to the physician(s). It is unknown which result was correct and reported for sample 16978. There are no reports of patient intervention or adverse health consequence due to the discordant potassium results.

Event description:
Discordant, falsely low potassium results were obtained on two patient samples on a dimension exl 200 instrument. The initial results were not reported to the physician(s). Sample (B)(6) was repeated once and sample (B)(6) was repeated multiple times on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low potassium results.

Manufacturer narrative:
The initial MDR 2517506-2018-00180 was filed on 23-mar-2018. Additional information (02-apr-2018): for sample ID (B)(6), the potassium result of 6.30 mmol/l was reported to the physician(s). Sections event and relevant tests/laboratory data have been updated with the additional information.